Event description:
It was reported that during an unk procedure, the instrument had the teflon piece which broke off and fell into the pt. They removed it from the pt without any consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.